Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The barcode, pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device found no damage or irregularities to the barcode or device. When received, the device had fluid in the waste bag, boot, and device indicating that the barcode read and went into prime. Functional testing was performed by placing the device in the console. The barcode was able to be read instantly with no issues or difficulties and the device went into prime mode with no issues.

Event description:
It was reported that the procedure was cancelled after the patient had been sedated. The target lesion was located in the iliac vein. An angiojet zelantedvt was selected for a thrombectomy procedure. During preparation, it was noted that the console showed an error message indicating unable to read pump barcode. It was attempted multiple times, but still the console was unable to read the barcode. The mirror of the scanner was cleaned but still did not work. The patient was already sedated and procedure was rescheduled. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled after the patient had been sedated. The target lesion was located in the iliac vein. An angiojet zelantedvt was selected for a thrombectomy procedure. During preparation, it was noted that the console showed an error message indicating unable to read pump barcode. It was attempted multiple times, but still the console was unable to read the barcode. The mirror of the scanner was cleaned but still did not work. The patient was already sedated and procedure was rescheduled. No patient complications were reported.